Manufacturer narrative:
Age at time of event: 18 years and older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The visual and tactile inspection was performed. The body was kinked at 20.0cm, 79.0cm and at 105.5cm from the proximal end. There is no evidence of detachment on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-01614. It was reported that a rotawire separation occurred. It was reported that a rotawire separation occurred. A rotawire¿ and wireclip¿ torquer and a 1.75mm rotalink¿ plus was used to treat the target lesion. During preparation, it was noted that the rotawire was separated when it came out from the hub of the guiding catheter. The rotawire was exchanged with a new one and upon insertion to the burr it was noted that it was unable to insert. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Event description:
Same case as: 2134265-2014-01614. It was reported that a rotawire separation occurred. It was reported that a rotawire separation occurred. A rotawire and wireclip torquer and a 1.75mm rotalink plus was used to treat the target lesion. During preparation, it was noted that the rotawire was separated when it came out from the hub of the guiding catheter. The rotawire was exchanged with a new one and upon insertion to the burr it was noted that it was unable to insert. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.